Manufacturer narrative:
Additional information has been provided in e.1., h.3., h.6., and h.11. Provided photos show an intraocular lens (iol) on the side of a lens case base. The lens case is sitting on a carton. The lens is damaged and broken into two halves. Haptics appear to be not present or are folded over the lens. Additional information of the complainant indicates the use of metilcelulose 2 percent as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during surgery they have noticed that the intraocular lens (iol) haptic amputation identified after implantation. The lens was cut and explanted and replaced with another by during initial procedure carried out on the same day. There is no impact to the patient. Additional information has been requested.